Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the defibrillator had less than eight months of battery remaining. The defibrillator was removed and replaced. There were no patient complications reported as a result of this event.